Event description:
During an ercp [endoscopic retrograde cholangiopancreatography] with this patient, a stent was attempted to be placed in the bile duct. While attempting to deploy the stent in the patient, the black catheter remained in the stent and the stent was not able to deploy appropriately.